Event description:
It was reported that during an unk procedure, the device jammed and would not open properly. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.